Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customer¿s blood glucose level was 390 mg/dl. Reportedly, the customer declined further follow up from tandem technical support regarding this issue.